Manufacturer narrative:
According to available information, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed a sudden high out of range measurement. An x-ray was performed. The lead appeared bent. Subsequent measurements were normal. A revision procedure was performed. The lead was surgically abandoned and replaced on the opposite side of the body along with a replacement device. No adverse patient effects were reported. Post procedure, acceptable measurements were obtained.